Event description:
It was reported that, "his knee is always swelling, he feels tightness, stiffness, numbness and limited mobility. His knee only bends half way. He also feels sharp pains, the pain is from above his knee to below his knee. He mentioned that he has had 3 other surgeries on the same knee but they weren't revisions. Those surgeries were prior to a total knee replacement."

Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon-prim tib baseplate usae mold #1434: cat#5520-b-500, lot#sk6td. Triathlon p/a cr beaded #5r: cat# 5517f502, lot# sl6sc. Triathlon symmetric x3 patella: cat# 5550-g-339, lot# 874k. It cannot be determined which, if any, of these devices may have caused or contributed to the pt's pain. An eval of the device(s) cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.